Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens and noted the lens was inverted (upside down) in the patient's left eye (os). The lens will be explanted and exchanged for another icl lens.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the root cause of the complaint. Per medical review - there is no information to determine if there was any malfunction of the insertion system that led to upside-down insertion, but a work-order search showed no similar complaints. There is no information to determine if misplacement of the lens was due to improper lens loading or surgeon handling. Based on the complaint history, device history record review, medical review and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter stated the lens was explanted on (B)(6) 2015 due to the vault was too shallow. The patient is doing very well.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. Evaluation codes: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.